Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 500 mg/dl at the time of the incident. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active. The customer reported they had a bent cannula. The insulin pump will not be returned for analysis.